Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead has been showing high, out of range pacing impedances, right ventricular out of range and some noise over sensing. Programming options were suggested for this system. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.